Event description:
It was reported that the patient who was implanted with a hmr distal femur told the doctor about knee instability. From the x-ray, there was a possibility that the anti-rotational tab on the hmrs distal femur fractured (but, it was not specified).

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.